Event description:
Received information regarding a cartridge alarm 19 during a bolus delivery. Customer's blood glucose level was not impacted. The customer was able to reload the same cartridge and resume insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.